Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to station. A technical support specialist remotely accessed the station and found that the maintenance service was disabled. The tss changed the service to auto start and enabled it to resolve the issue. The customer confirmed that patients were showing up in the system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients and orders were not crossing over to the station. However, there were no delays or adverse events or injuries reported based on this event.